Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, that the patient experienced continuous glucose monitoring (cgm) inaccuracies and a hypoglycemic event. The sensor was inserted at the abdomen on (B)(6) 2016. Patient reported that employees at work stated that the patient was unresponsive and called the emergency room (ER) located in the same building. A nurse arrived and administered an IV of dextrous 50%. When patient left the ER, their fs value was at 170mg/dl. At the time of the event, patient reported that the cgm read 72 mg/dl and the finger stick (fs) was 29 mg/dl. At the time of contact, patient is okay. The complaint states the patient experienced inaccurate cgm values. Data was returned and evaluated. The reported event of inaccurate cgm values was confirmed via data. A root cause could not be determined.